Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative, following-up at the site, reported that the procedure was an l5-s1 fusion with the reference frame on l-4. The stealthstation s7 system has been used several times since the reported procedure, with no issues and navigating properly. 02/18/2014 medtronic representative performed a navigation system check-out, all areas passed.

Manufacturer narrative:
Not a software issue. Site used the application in an off label way (with nuvasive drivers/taps) and was unsuccessful. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.

Event description:
A medtronic representative reported that, while in a lumbar fusion spine procedure, after the final o-arm 1000 imaging system spin, the surgeon commented that the screw placement in s1 was slightly off. The surgeon was using a navlock tracker on nuvasive drivers and taps, also using nuvasive screws. The surgeon determined the screw placement in s1 was acceptable and chose not to re-position it and completed the procedure with the use of the navigation system. There was no impact on patient outcome.